Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movements associated with clip opened during efaa and clip opened while locked and entrapment of device (clip becoming entangled with the anatomy) resulting in clip unable to open could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user not performing the second establish final arm angle (efaa) check prior to clip deployment. Additionally, per the physician, the subsequent unrelated death was not associated with the mitraclip devices and was instead attributed to unrelated patient conditions (stroke). The reported patient effect of death is listed as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. The first mitraclip xtw was successfully implanted. The second mitraclip xt (cds0707-xtw, 50128r2051) advanced. While establishing final arm angle (efaa), the clip opened to 90 degree. An attempt was made to retract the clip and was unsuccessful. The clip was deployed in that area without performing second efaa. Post deployment, the clip opened to 25 degree. The mr was reduced to grade 1. Post-procedure, once the steerable guide catheter was removed, an arteriovenous fistula was noted. A vascular surgeon was consulted. Reportedly, coronary angiography was performed prior to mitraclip procedure making the femoral vein difficult. On (B)(6) 2025, the patient suffered a stroke due to a blockage in the left m1 segment of the middle cerebral artery, and a thrombectomy was performed. Prolonged hospitalization was required. Patient is currently in intensive care with poor expectations. Per physician, the mitraclip might have contributed to the stroke. On (B)(6) 2025, patient passed away. Reportedly, the death was related to the arteriovenous fistula, stroke, and subsequent death. It is unknown if the sgc caused or contributed to av fistula, stroke, and subsequent death. Reportedly, the stroke was caused by multiple factors. On (B)(6) 2025, during a meeting review of the case, the complaint clip was observed unable to invert in left atrium. Subsequent to the previous reports, the additional corrected information was received on 10june2025 (new g3 date as the related death code has been removed / change in h1 report type): after further case review, per physician, the mitraclip and steerable guide catheter were unrelated to the stroke and subsequent death.

Event description:
Subsequent to the previous reports, the additional corrected information was received on 10june2025: after further case review, per physician, the mitraclip and steerable guide catheter were unrelated to the stroke and subsequent death.

Manufacturer narrative:
H2 corrections: b2: death removed. H1: reportable event updated from death to serious injury. H6: health effect - clinical code 1770 removed. Health effect - impact code - 1802 and 4607 removed, medical device problem code 1528 removed and replaced with 1212.

Manufacturer narrative:
The steerable guide catheter mentioned in b5 and d10 is filed under a separate medwatch report number. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed against the clip that failed establishing final arm angle, stroke, and death post-procedure. It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. The first mitraclip xtw was successfully implanted. The second mitraclip xt (cds0707-xtw, 50128r2051) advanced. While establishing final arm angle (efaa), the clip opened to 90 degree. An attempt was made to retract the clip and was unsuccessful. The clip was deployed in that area without performing second efaa. Post deployment, the clip opened to 25 degree. The mr was reduced to grade 1. Post-procedure, once the steerable guide catheter was removed, an arteriovenous fistula was noted. A vascular surgeon was consulted. Reportedly, coronary angiography was performed prior to mitraclip procedure making the femoral vein difficult. On (B)(6) 2025, the patient suffered a stroke due to a blockage in the left m1 segment of the middle cerebral artery, and a thrombectomy was performed. Prolonged hospitalization was required. Patient is currently in intensive care with poor expectations. Per physician, the mitraclip might have contributed to the stroke. On (B)(6) 2025, patient passed away. Reportedly, the death was related to the arteriovenous fistula, stroke, and subsequent death. It is unknown if the sgc caused or contributed to av fistula, stroke, and subsequent death. Reportedly, the stroke was caused by multiple factors. On (B)(6) 2025, during a meeting review of the case, the complaint clip was observed unable to invert in left atrium.